Manufacturer narrative:
The cause of smoke being emitted from the power supply is unknown. Siemens is investigating this issue.

Event description:
The operator of an advia centaur xp reported a smoke smell being emitted due to power supply damage. The operator shut down the instrument and unplugged the power plug, after which smoke was emitted from the power supply. There were no reports of adverse health consequences due to the smoke emitted from the power supply.

Manufacturer narrative:
The initial MDR 2432235-2016-00198 was filed on april 21, 2016. Additional information (03/25/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the uninterruptible power supply due to damage. The cse replaced cuvettes, confirmed the instrument was functioning and ran control testing. The components in the power supply are flammability rated, meaning they will not catch fire when they fail; therefore there is no risk of fire. The cause of smoke being emitted from the instrument was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required. Additional information (05/05/2016) there was delay in reporting patient results due to the instrument being down. The device was not used to treat or diagnose patients during the event.

Event description:
There was delay in reporting patient results due to the instrument being down. The device was not used to treat or diagnose patients during the event.